Event description:
It was reported the customer received a button error alarm. The customer also reported their screen was frozen. Customer's blood glucose was 98 mg/dl. The customer stated their insulin pump did not alarm button error after it was exposed to moisture. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Unit had intermittent button response due to corroded/moisture damage keypad trace. No button error alarms occurred. No frozen screen noted. (B)(4).